Event description:
It was reported to boston scientific corporation that a max force biliary dilatation balloon was used during an endoscopic balloon dilatation (ebd) on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the balloon was removed from the scope after the bile duct was dilated. The balloon was then re-inserted into the bile duct and a second inflation was attempted. At this time the physician noted that the balloon had been ruptured. The complainant confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another max force biliary dilatation balloon . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.